Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 5828078: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For lot 5832603: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, elected for implant exchange surgery for unspecified reasons on (B)(6) 2021. During the surgery, it was discovered that the left breast implant had deflated. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9446210 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9446210 sn: (B)(4). Since mentor is not currently aware which device belongs to the left breast, both lot numbers provided will be reported (5828078, 5832603). A supplemental report will be submitted once clarifying information is made available.

Manufacturer narrative:
On august 17, 2021, mentor became aware that both devices returned (lot numbers 5828078 and 5832603) were found to be damaged. Since after multiple follow-up attempts made and no clarifying information made available, lot number 5828078 will be reported as the left breast implant device. Device 5832603 will be reported under mrn: 1645337-2021-09614. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold in the posterior view. A tear within the crease/fold was identified measuring approximately 1.5 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13, 2021, the mentor failure analysis lab received the devices for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. For lot 5828078: a manufacturing record evaluation was performed for the finished device 5828078 number, and no non-conformances were identified. Manufacturing date: jun/05/2008. Expiration date: may/31/2012. For lot 5832603: a manufacturing record evaluation was performed for the finished device 5832603 number, and no non-conformances were identified. Manufacturing date: jun/12/2008. Expiration date: jun/11/2012. Manufacturer¿s reference number: (B)(4).